Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was over 400 mg/dl with high ketone levels. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy. Tandem technical support attempted to follow up with the customer to obtain additional information, however, a response was not received.